Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had evidence of oversensed noise. Following a shock, the associated device recorded a short shock fault code. The device system was programmed off pending intervention. The patient refused intervention. The device and lead remain in service. No adverse patient effects were reported.